Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. The cause and timing of the damage could not be conclusively determined. Puncture holes were observed on the bottoms housing. These holes were found to go through the device and damage the reservoir and part of the pcb. Fluid was seen exiting the hole in the reservoir and did not continue along the fluid path. Corrosion was observed on the pcb, the cause of the corrosion cannot be conclusively determined. The downloaded data returned a 0x33 alarm, indicating a ¿command not received when prev. Cmd had mctf bit set¿. The device was reset and successfully completed communication with a pdm.

Event description:
It was reported the patients blood glucose level rose above 300 mg/dl while wearing the pod less than an hour. As treatment, a correction was made and a new pod was applied.